Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a gastroscopy procedure. According to the complainant, during the procedure, it was noticed that a piece of wire was sticking outside just below the jaws. The procedure was completed with this radial jaw 3 single-use biopsy forceps device. Reportedly the device had collected approximately 30-40 biopsy samples prior to the reported failure. The device was inspected/tested prior to use and no anomalies were noted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device found that the needle tail was bent out of the clevis, and the coil was cut near the distal end. Functionally, the returned unit was not tested due to the sample return condition. Measurements were taken of the wire curves and it was determined that they were out of specification. The condition of the returned incident device was consistent with the complaint; wire protruding. However, the most probable root cause is undeterminable. There is an investigation in progress to determine the root cause of curving issues. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no anomaly was found. (B)(4).

Manufacturer narrative:
Patient age is unknown; however reported to be over 18 years old. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a gastroscopy procedure. According to the complainant, during the procedure, it was noticed that a piece of wire was sticking outside just below the jaws. The procedure was completed with this radial jaw 3 single-use biopsy forceps device. Reportedly the device had collected approximately 30-40 biopsy samples prior to the reported failure. The device was inspected/tested prior to use and no anomalies were noted. There were no patient complications reported as a result of this event.